Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence patient reported that the programmer is not communicating with their ens and that they were getting an error stating that there are no leads attached. Patient further stated that the lead was broken. Patient also stated that they have not had any bowel movements or urgency in the last 24 hours. No further complications were noted or anticipated.

Manufacturer narrative:
Product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare professional stated that the cause of the broken lead was because patient stated that they got the device and wires caught on their belt. As for intervention, the patient lead was changed on (B)(6) 2018. They also stated that the cause of the error message was due to the broken lead and the mdt rep was able to fix the error. No further complications were noted or anticipated.